Manufacturer narrative:
Follow-up from 16-jun-2015: the required number of follow-up attempts have been completed, with no response to date. No further follow-up will be pursued. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted in 2010 and experienced 2 episodes of unusual uterine bleeding. For the first one, which occurred in the same year of essure insertion, she was submitted to a dilation and curettage. The second episode started in 2014 and was still ongoing. Additionally she was diagnosed with uterine fibroids in 2013. The reported uterine bleedings were considered serious as medically significant and are listed according to essure's reference safety information. After essure insertion abnormal genital bleeding and menses pattern changes may occur. In this particular case, further information was requested to clarify if patient already had fibroids at the time of essure insertion; nevertheless based on the information available and given the positive temporal relationship between the first bleeding episode and essure insertion causality cannot be excluded. The second bleeding episode was considered unrelated to essure given the proven alternative explanation (fibroids). Due to the required dilation and curettage (intervention) this case was considered an incident. The product technical analysis concluded unconfirmed quality defect. There is no reason to suspect a causal relationship to a potential quality deficit. No further information is expected.

Event description:
This is a spontaneous case report received from a gynecologist/obstetrician in united states on (B)(4) 2015 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) implanted for permanent contraception on (B)(6) 2010. Pregnancy was denied. In 2010 patient experienced unusual uterine bleeding and underwent a dnc (interpreted as dilatation and curettage). In 2013 sonogram was performed and showed small fibroids. Six months prior to this report the patient started experiencing unusual uterine bleeding which was still ongoing. Essure was not continued. Ptc investigation result was received on (B)(4) 2015. This adverse event report is related to a product technical complaint (ptc). (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse event considered related is a known possible undesirable event and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the (B)(4) database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted in 2010 and experienced 2 episodes of unusual uterine bleeding. For the first one, which occurred in the same year of essure insertion, she was submitted to a dilation and curettage. The second episode started in 2014 and was still ongoing. Additionally she was diagnosed with uterine fibroids in 2013. The reported uterine bleedings were considered serious as medically significant and are listed according to essure's reference safety information. After essure insertion abnormal genital bleeding and menses pattern changes may occur. In this particular case, further information was requested to clarify if patient already had fibroids at the time of essure insertion; nevertheless based on the information available and given the positive temporal relationship between the first bleeding episode and essure insertion causality cannot be excluded. The second bleeding episode was considered unrelated to essure given the proven alternative explanation (fibroids). Due to the required dilation and curettage (intervention) this case was considered an incident. The product technical analysis concluded unconfirmed quality defect. There is no reason to suspect a causal relationship to a potential quality deficit.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs